Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm approximately 19 months ago. The infrarenal neck angle was 77 degrees. The aortic neck was 23 mm in diameter and 31 mm long. Distal aorta was 28 mm in diameter. Right iliac was moderately tortuous. Left iliac was severely tortuous with a 160 degree angulation of the left common iliac artery on pre-op angio-CT. After the contralateral limb implantation, kinking and stenosis at this location were noticed. Balloon angioplasty was performed with little effect. Pulse was palpable on the left femoral artery and procedure was terminated. Recovery was uneventful and the patient was discharged. The investigator assessed the stent graft kinking to be related to the device and unrelated to the procedure. Approximately three weeks post implant, the patient was admitted to hospital because of acute left leg ischemia and pain in the left flank of the abdomen. Thrombosis of the left limb of the stent graft and a mass 6x8x12 cm in the lower abdomen was visible on ultrasound scan. The stent graft thrombosis was treated medically and assessed to be related to the device and unrelated to the procedure. The left limb of stent graft remained thrombosed but symptoms of acute limb ischemia diminished. The patient was discharged home with naftidrofuryl. The thrombosis of the left limb is connected to the kinking of contralateral limb of the stent graft visible on completion arteriography and follow-up angio CT. Thrombosis was listed as unresolved. It was noted by CT with contrast at the one year follow up that the aneurysm was 62 mm in diameter and that there was evidence of stent graft kinking/occlusion of left limb. No additional clinical sequelae were reported. A review of returned films show that the bifurcated aortic body is occluded beginning near the flow divider, and distally thorough the entire contra limb. The distal aorta is approx 30mm x 40mm. The left iliac limb is severely angulated as it exits the aaa sac laterally (>90deg); the limb is compressed to about 6mm at the kink. The cause of the occlusion and kink appears to be due to the severely angulated left iliac artery.

Manufacturer narrative:
(B)(4). Evaluation method: (film evaluation). Evaluation results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (severe tortuosity of the iliac artery). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (severe tortuosity of the iliac artery).